Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, w/o causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing the rotor assembly was running rough. If the rotor does not spin freely, friction among rotating components can result in heat generation. The rotor assembly was replaced and the drill was returned to the user facility.